Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it. Without adequate materials to fully evaluate the complaint, a thorough medical assessment cannot be performed. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to excessive forces applied to implant or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after a fracture fixation with peri-loc 4.5mm ti l-d fem pl 13h r 286mm, a non-union with plate fracture was reported. An unplanned revision surgery was performed to address this event. After revision surgery subsequent union was reported. Additional details are unknown. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.